Event description:
A co rep attending a surgery at the site reported that a cautery spatula instrument exhibited leaking during a surgical procedure. Upon removing the instrument, the tip was noticed as missing. The spatula and two instrument fragments were recovered from the pt. It was reported that there was no adverse outcome or injury.